Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearings of the device fell apart, and the cutter device could not be inserted into the attachment device. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the labeling of the attachment device was damaged and missing, the nose tube was bent/damaged, the cutter could not be inserted, components were missing, and the bearing was damaged. It was noted that the triangle symbol was missing, the inscription was almost illegible, both color rings were missing, the extension sleeve was damaged, the internal parts of the ball bearings were missing, and the ball bearings fell apart. It was further determined that the device failed pretest for temperature and cutter insertion. It was noted in the service order that the burr ¿does not fix¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.